Event description:
Upon interrogation of the pacemaker, a residual longevity of 1619 months was displayed.

Manufacturer narrative:
January 07, 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved (B)(4). Method: review of the electronic data and files received. Details. The reported event resulted from an incorrect date of the orchestra programmer itself: last reset of the statistic was (B)(6) 2007; date of the orchestra: (B)(6) 2007. Consequently the calculation of the residual longevity was wrong. Case closed in state - user error.